Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to an improper connection since the reported problem improved after the maj-1430 was reconnected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being submitted for correction to establishment name and address. Please see updates to d3 and g1.

Manufacturer narrative:
The customer confirmed that maj-1430 video cable was plugged into cv-190 when using 190 scope. As part of trouble shooting, the customer was asked to turn off all the units and remove the maj-1430. The b30 error was cleared when the customer turned back on all units without the maj-1430 plugged in. The customer was advised to avoid plugging in the maj-1430 when using 190 scope. The device was not returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the video processor exhibited b30 scope communication error when used with a 190 scope. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.